Event description:
During a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The 80% stenotic, moderately calcified lesion was in a moderately tortuous right coronary artery (rca). The lesion was predilated with a 2.0 mm balloon. After predilation the physician attempted to reach the lesion with a taxus express2 8.8% 2.5 x 20 mm stent. However, the stent could only reach the proximal lesion. In addition, the stent was stuck and the delivery system with the guiding catheter was removed from the pt's body. Upon removal of the delivery system the physician noticed that the stent was missing from the balloon. The stent currently remains in the pt's body at an unknown location. No further pt complication or injury was reported. Pt status is reported to be "satisfactrory/good."